Event description:
During total right hip arthroplasty, the physician was using the t-handle to pull spikes out of the bone when the instrument failed/would not torque. A second t-handle was then used with a similar result. Upon inspection, both devices were noted to be stripped on the inside. There was no injury to the patient as nothing actually broke off the instrument. Nothing retained in patient.